Event description:
As reported, during use with patient of this introducer, any drug that was administered to the patient leaked from the hemostasis valve. The customer did not provide further information. Another introducer was used using a new stick. There was no allegation of patient injury. Patient demographics unable to be obtained. The product was not available for evaluation.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Manufactured and expiration dates were added. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Further engineering investigation was performed. The suggested insertion procedure of the instructions for use (IFU) was reviewed and remains adequate. Additionally, a leak test is performed as part of the introducer manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.